Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx) to distal lcx. A 3.00mmx12mm nc emerge balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 7-8 atmospheres, the balloon ruptured after being inflated for 5-6 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.